Event description:
During baxter's evaluation testing, a spectrum pump had false downstream occlusion alarms. There was no patient involvement.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The false downstream occlusion alarms were reproduced and confirmed through evaluation. This condition was determined to have caused elevated downstream sensor readings with a fluid filled set. The unit did pass downstream occlusion testing per baxter's service procedure. The pump was reworked and calibrated per baxter's service procedure.